Event description:
Pt with unresectable hcc and cirrhosis rec'd 153.4 mci of therasphere via right hepatic artery in 2002. In 2003, pt was admitted to the hospital withcomplaints of severe abdominal pain, abdominal distention and pain, and lower extremity edema. Pt's creatinine = 3.4. An abdominal CT one day later showed moderate abdominal and pelvic ascites. Liver function tests continued to rise during their hosp. Nine days later pt developed gi bleed and pt died the next day of liver failure. Due to the close timing of this event to treatment with therasphere, exposure to therasphere probably caused this death from liver failure.